Manufacturer narrative:
(B)(4). Per the instructions for use, central regurgitation is a potential adverse event associated with bioprosthetic heart valves and the transcatheter aortic valve replacement (tavr) procedure. There are multiple patient and procedural factors that alone or in combination can cause or contribute to central regurgitation including malposition of the valve, impingement of a leaflet due to the guide wire, over inflation of the deployment balloon, post dilation of the implanted valve, and slow recovery of adequate ventricular flow post valve deployment and rapid pacing. All of these factors have the potential to contribute to suboptimal coaptation of the sapien valve leaflets and cause central aortic insufficiency. Occasionally there are cases where the root cause of the regurgitation cannot be determined. The thv training manuals instruct the operator on proper positioning and deployment of the valve, including all procedural and anatomical considerations. The patient screening manual instructs the operator on proper native valve leaflet assessment, taking into consideration the length, bulkiness and distribution of calcium on the native leaflets to determine whether valve performance will be impaired. During the manufacturing process, all sapien valves are 100% visually inspected for defects and 100% tested for coaptation prior to release for distribution. This makes it highly unlikely that a manufacturing defect or device malfunction would contribute to the event. In this case, the central leak was attributed to the aggressive post dilation of the first valve. The post dilation was required, as the valve was initially undersized. The IFU and training manuals have been reviewed and no inadequacies have been identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review. No corrective or preventative actions are required.

Event description:
Post placement of the 23mm sapien 3, there was paravalvular leak (pvl). After multiple post dilations, the pvl resolved, but there was central aortic insufficiency (cai). A 26mm sapien 3 valve was placed. After the 23mm valve was placed, it was decided that the annulus was actually larger than measured and required a 26mm valve. The first valve was aggressively post dilated, first with the delivery system and then with a 24mm bav balloon, knowing this might fix the pvl but create cai. The 24mm bav balloon post dilatation did change the pvl from moderate to trivial, but there was now a mild-mod central ai jet. It was decided to place a 26mm valve inside the 23mm s3 primarily because the post dilations made the 23mm valve more of a 24mm valve size. The team had concerns of it staying in place. The 26mm s3 valve was deployed in good position. Pvl was trivial. Post op day 1 via tte, initially reported moderate cai. However, after re-review of the same tte, the implanting physician deemed it mild. They will follow up with the patient at 30 days to confirm. The native annulus measured 427 mm2 with moderate native leaflet calcification.